Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer states: after an hour use on a pt a nurse confirmed the air leakage from the cuff. Customer confirmed that non routine extubation and recannulation of a replacement tube was required. Customer states it is unk whether pre-test was done.